Event description:
The following was reported to davol by the pt's attorney: it was alleged that on (B)(6) 2008 the pt was admitted to the hosp and implanted with the composix kugel hernia patch. On (B)(6) 2010 the pt was admitted to the hosp where she underwent removal of the composix kugel hernia patch. The pt's hernia repair surgery failed resulting in the pt suffering severe painful and permanent injuries. The composix kugel hernia patch is defective.

Manufacturer narrative:
Currently, it is not known if the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, contacted the initial reporter to request additional info and if available, to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.